Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. Boston scientific technical services (ts) explained several of the possible reasons for tones and requested device data for analysis. Review of device data noted a code indicative of a rate of battery depletion higher than expected. The patient reported applying a magnet over their device whenever playing drums for which ts stated excessive magnet application could result in the observed battery depletion code. Additionally, several instances of inappropriate shock were also reported when the patient engaged in physical activity leading them to apply a magnet over their device. Following the inappropriate shocks, in-clinic testing found evidence of myopotential noise. Device software was upgraded and therapy enhancements enabled; there were no further instances of inappropriate shock. Ts provided recommendations for additional testing and optimization should the physician elect to do so. The battery status was found to have recovered following cessation of magnet application. No adverse patient effects were reported.